Event description:
It was reported that during a coronary stent treatment procedure stent damage occurred. The lesion being treated was a 90% mild to severely calcified rca (right coronary artery) lesion. The lesion was pre-dilated with an unspecified type balloon catheter. A 4.5x20mm liberte bare metal stent, but was unable to cross the lesion. When the physician removed the stent delivery system (sds) from the patient, it was noted that "the stent became stuck" at the guiding catheter. The sds, guide wire and guiding catheter were removed as one unit. The physician noted that once the sds was out of the guiding catheter "the struts were broken". There were no patient injuries or complications noted. Patient condition was reported as "ok".